Event description:
It was reported that the right ventricular (rv) lead "pulled back" resulting in loss of capture due to patient noncompliance. The physician elected to replace the lead with a rv lead with a "different mechanism" to better accommodate for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2013; 407652, implantable pacing lead, (B)(6) 2013. (B)(4).